Event description:
Customer device result = 346 mg/dl at 10:26 am. Customer sent person tested to the hospital. Hospital device = 95 mg/dl at 10:55 am. Hospital advised person to contact doctor. No treatment was received. No controls were used. Strips were expired. A request for return product was made and replacement product was sent.